Manufacturer narrative:
The returned device met the requirements for leak testing. There was proteinaceous debris observed on the interior and exterior of the device. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, pseudocyst, or other debris. Catheters which contact internal body structures can become kinked or blocked at their tips.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reservoir and catheter were disconnected after puncture with a 25g needle. It was stated the catheter fell into the ventricle system. Both the reservoir and catheter had to be removed out of the brain with a neurosurgical procedure. The patient's status at the time of the report was alive-no injury.